Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys / expiration date: 28 mar 2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 10 oct 2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was an unusual curve of the delivery system which resulted in difficulty crossing the tricuspid valve and potential right atrium perforation. During the implant the patient blocked completely and the heart needed to be stimulated while administering isuprel. The ipg was deployed with good parameters. Approximately fifteen minutes after the patient left the operating room the patient felt unwell and experienced tamponade and cardiac arrest. The site was drained and the ipg remains in use. No further patient complications have been reported as a result of this event.